Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the elastic bands are breaking during surgical neuro cases even though they look good. No patient injury reported.